Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 35-year-old female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included obesity, stress, palpitations, arthritic pains, gerd, breast operation and gallbladder removal. Concomitant products included since 2013, alprazolam (xanax), bupropion, medroxyprogesterone acetate (depo-provera), omeprazole since 2013, paracetamol (acetaminophen), pegylated liposomal doxorubicin hydrochloride (caelyx), progesterone, sumatriptan and thyroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and arthralgia ("joints pain"), 10 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction,"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2013, the patient experienced back pain ("lower back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss: gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), nausea ("nausea,") and abdominal pain upper ("stomach ache") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy,laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, menstrual disorder, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, migraine, headache, nausea, fatigue, weight increased, gastrointestinal disorder, alopecia, abdominal pain upper, hormone level abnormal, depression, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in insertion details : trailing coils: left-2, right-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number: a57114, manufacturing date: 2012-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included obesity, stress, palpitations, arthritic pains, gerd, breast operation and gallbladder removal. Concomitant products included since 2013, alprazolam (xanax), bupropion, medroxyprogesterone acetate (depo-provera), omeprazole since 2013, paracetamol (acetaminophen), pegylated liposomal doxorubicin hydrochloride (caelyx), progesterone, sumatriptan and thyroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and arthralgia ("joints pain"), 10 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction,"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2013, the patient experienced back pain ("lower back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss: gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), nausea ("nausea,") and abdominal pain upper ("stomach ache") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy,laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, menstrual disorder, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, migraine, headache, nausea, fatigue, weight increased, gastrointestinal disorder, alopecia, abdominal pain upper, hormone level abnormal, depression, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in insertion details : trailing coils: left-2, right-1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received. Essure removal detail and reporter information was added. Action taken with drug updated. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.